Manufacturer narrative:
Concomitant medical products: 3ml bd syringe, ref (B)(4), lot number 719411c, exp (B)(6) 2020, 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak was observed at the connection point between the IV tubing and the filter closest to the patient side 12 hours after the start of the medication. The fentanyl drip was hung at 1200, rate was 0.732 ml/hr, via IV access of a left axilla double lumen PICC line. No leak was observed from the air vent on the filter, and exact amount of fluid to have leaked under pump was not determined. After the event was discovered, the user stated the patient did not require an increase in medication rate above initial rate, and no patient harm was reported.

Manufacturer narrative:
The customer¿s report of leaking at the filter was confirmed. Inspection under magnification of the engagement between the filter outlet port and the tubing components showed that the tubing was not fully inserted into the outlet port and there was a gap between the tubing end and outlet port. Functional testing showed that fluid was leaking at the engagement. The tubing to the outlet port was measured and was noted to be within the outer dimensional specification. The root cause of leaking was improper set assembly due to equipment and/or operator error.